Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, while attempting to control the embolized valve in the left ventricle, the sutures that were holding the sheath in place were cut off intra-operatively which resulting in the retroflex3 introducer sheath backing out approximately 15cm. In order to re-insert the sheath back into the femoral artery the introducer was inserted and the sheath was advanced. At this point a sudden drop in pressure was noted and a vascular injury was suspected. Angiography revealed a perforation of the rcia. A stent was inserted to resolve the perforation. It was also noted that the patient was given 10 units of blood transfusion; this was discussed to be likely d/t the perforation.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The edwards transcatheter heart valve training manuals state that, if a vascular complication is detected, "consider reinserting dilator do not reinsert sheath." In addition, upon completion of the procedure, "remove the suture that was used to secure sheath." The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's minimum luminal diameter was measured to range 7.0mm x 9.0mm and was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The cause of the reported event as reported appears to be related to patient and procedural factors. In addition to a less than recommended vessel size, the backing out and then re-advancing of the sheath likely caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU's and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(6).